Event description:
It was reported that during a stenting of the iliac artery, the physician was just starting to deploy the luminexx stent when allegedly a piece popped off of the back of the handle. He was not comfortable continuing, so he removed the device and used another for a successful procedure. He used a 0.035 wire and 6 fr sheath. No patient injury reported.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product, and the product was found to have met all specifications prior to shipment. The sample was returned with the safety clip missing. The handgrip had been triggered and the system was completely detached from the handgrip. The inner catheter and filling material protruded 45mm from the tip of the outer sheath. The stent was released and was missing. It was confirmed by the customer that the product was removed and the stent was released outside the patient via pullback. As stated by the customer, it was noticed during the release process that the system was clipped out proximally. Therefore, the stent could not be released by using the handgrip. There was no patient injury reported. It can not be determined when and where the proximal detachment of the system had occurred. The detachment of the proximal luer adapter (blue port) from the handle may have been caused by the exertion of excessive force during the flushing procedure. Connecting or disconnecting a syringe with a male luer lock may lead to a leverage effect that levers the blue winged adapter out on one side and pulls it from the holding gripper. This may have been prevented by placing a thumb over the proximal luer port while attaching/detaching the syringe during flushing. The information for use for this device states: "during system flushing, ensure that the delivery system does not become inadvertently detached from the multifunctional handle at the proximal luer port. Detachment can occur due to application of excessive force. Placing a thumb over the proximal luer port while attaching/detaching the syringe during flushing will prevent unintended detachment". Any effort to clip the adapter back into the performaxx grip may lead to the premature release of the stent. This application represents an off-label use for this device. The luminexx 3 biliary stent is indicated for use in the treatment of biliary strictures resulting from malignant neoplasms.